Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found the lens missing a piece of its haptic and presence of clear and white residue on the lens surface. Dimensional and functional inspection were performed. Corrected data: date of this report: it is corrected from "18-aug-2017" to " 15-dec-2017". The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of -12.0 diopter in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to refractive surprise. A new lens was implanted later and the problem was resolved. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -12.0 diopter, implantable collamer lens in the patient's left eye (os) on 26 apr 2017. On (B)(6) 2017, the lens was explanted due to refractive surprise. The lens was then exchanged for a different lens and the problem was resolved.